Manufacturer narrative:
Super poligrip ultra fresh denture adhesive cream and super poligrip extra care with poliseal are manufactured in (B)(4). The lot number for super poligrip ultra fresh denture adhesive cream is available (lot number x08242). The lot number for super poligrip extra care with poliseal is also available (lot number x09284). It was unknown if the products will be returned for quality assurance testing. (B)(4). Super poligrip ultra fresh. Super poligrip extra care with poliseal lot number x09284.

Event description:
This case was reported by a consumer (patient's wife) and described the occurrence of parkinson's disease in a (B)(6) male patient who received super poligrip ultra fresh denture adhesive cream (B)(4) for denture adhesion. A physician or other health care professional has not verified this report. Co-suspect medication included super poligrip extra care with poliseal (B)(4). On an unknown date, the patient started super poligrip ultra fresh denture adhesive cream (dental). At an unknown time after starting super poligrip ultra fresh denture adhesive cream, the patent experienced parkinson's disease and dizziness. This case was assessed as medically serious by gsk. Treatment with super poligrip ultra fresh denture adhesive cream was continued. At the time of reporting, the events were unresolved.